Manufacturer narrative:
It was reported that excess bleeding occurred after using the circumcision clamp. Manual pressure and a suture were required to achieve hemostasis. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that excess bleeding occurred after using the circumcision clamp. Manual pressure and a suture were required to achieve hemostasis.